Event description:
It was reported that the device was explanted after implant duration of zero days due to "concern for height of posts," resulting in an unsuccessful valve replacement. It was also learned that the patient expired at the end of the operation due to exsanguination.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.